Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain / severe pain, suffering"), device dislocation ("malposition of essure device location of device:") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal. Concurrent conditions included perineal pain, mood change and libido decreased. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), balance disorder ("bodily impairment"), anxiety ("mental anguish"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), deformity ("disfigurement"), psychological trauma ("psychological injuries") and abdominal pain lower ("left lower side pain / stabbing pain"), underwent reproductive system disorder prophylaxis ("reproductive system disorder or condition type of disorder or condition:") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, reproductive system disorder prophylaxis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, balance disorder, anxiety, anhedonia, emotional distress, deformity, psychological trauma and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anhedonia, anxiety, balance disorder, deformity, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, reproductive system disorder prophylaxis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in pfs noted that general damages and special damages. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Ultrasound scan - on an unknown date: normal. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: follow-up 2 and 3 process together. Plaintiff fact sheet and medical records received. Events added from pfs: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary, malposition of essure device location of device:, migraines / headaches, reproductive system disorder or condition type of disorder or condition:, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, bodily impairment, mental anguish, loss of enjoyment of life, humiliation, disfigurement, psychological injuries, left lower side pain / stabbing pain, did not undergo confirmation test. Reporter information, lab data, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), pelvic pain ('severe and permanent pain / severe pain, suffering/left lower side'), device dislocation ('malposition of essure device location of device:') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal and diabetes mellitus. Concurrent conditions included perineal pain, mood change and libido decreased. In 2014, the patient experienced headache ("headache"). On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), dysmenorrhoea ("dysmenorrhea (cramping)/"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In december 2015, the patient experienced migraine ("migraines/headaches"). In 2016, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), nausea ("nausea"), endosalpingiosis ("endosalpingiosis"), adnexa uteri cyst ("paratubal cyst") and cervicitis ("chronic cervicitis") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and weight decreased ("weight loss"). In december 2016, the patient experienced anxiety ("mental anguish"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/stabbing pelvic pain while having intercourse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition:"), balance disorder ("bodily impairment"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), deformity ("disfigurement"), psychological trauma ("psychological injuries") and abdominal pain lower ("left lower side pain / stabbing pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, headache, reproductive tract disorder, dyspareunia, weight increased, balance disorder, anxiety, anhedonia, emotional distress, deformity, psychological trauma, abdominal pain lower, endosalpingiosis, adnexa uteri cyst, cervicitis and weight decreased outcome was unknown and the pelvic pain, genital haemorrhage, migraine, nausea, dysmenorrhoea, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, anhedonia, anxiety, balance disorder, cervicitis, deformity, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, endosalpingiosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, reproductive tract disorder, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: in pfs noted that general damages and special damages. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Ultrasound scan - on an unknown date: normal.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: plaintiff fact sheet received. Events" salpingitis, endosalpingiosis, paratubal cyst and chronic cervicitis, and weight loss were added. Events¿ pelvic pain, dysmenorrhea (cramping), genital bleeding, vaginal discharge, fatigue, migraines, nausea outcome was updated to recovered/resolved¿. Patient demographics, medical history were added. On 10-dec-2019: plaintiff fact sheet received. No new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.